Manufacturer narrative:
Evaluation of the returned ruby coil and lantern confirmed that the coil was stuck inside the lantern. Evaluation revealed that the lantern was ovalized near the distal tip. If the lantern is forcefully pinched or gripped, or is otherwise mishandled at extreme angles during use, damage such as this may occur. The embolization coil was unable to be removed from the lantern due to the ovalization. The ovalization likely contributed to resistance during the procedure and the ruby coil embolization coil becoming stuck. The ruby coil pusher assembly was not returned for evaluation. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a ruby coil and a lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance while advancing a ruby coil through the lantern and subsequently, the ruby coil became stuck within the lantern. Therefore, the lantern and the ruby coil were removed together. The procedure was completed using a new ruby coil and a new lantern. It should be noted that there was no alleged device deficiency or damage to the first lantern. There was no report of an adverse effect to the patient.